Event description:
It was reported on (B)(6) 2026 a unknown amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath for a left atrial appendage (laa) closure. When introducing the sheath into the femoral vein, there was resistance while attempting to insert and the dilator tip became damaged. A separate non-abbott 16f dilator was used to dilate and prepare the vein. A new 14f amplatzer amulet delivery sheath system used. The amulet was implanted. The patient status was stable. The physician believed the damaged dilator tip may have been due to potential calcification.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.